Event description:
It was reported that the ilet user experienced elevated blood glucose in the 300s about two hours after lunch while learning to use a new ilet pump, with a late meal announcement and subsequent troubleshooting of the infusion set and tubing performed; this was characterized as a use-of-device problem. Blood glucose returned to range after a supply change was performed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or caregiver. Investigation of this case revealed no device problem found, while the event was associated with user operation, including late meal announcement and potential infusion site or cannula issues ruled out by supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.